Event description:
A (B)(6) male pt's spouse called zoll customer support to report that the pt's battery would not power up his monitor. The pt was issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack will not power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failures was isolated to mismatched voltage of the battery tri-cells (4.016v, 3.906v, 3.906v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.